Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure on (B)(6) 2021, the patient's left ventricular lead was noted to be dislodged after closing the pocket. This was determined to be due to patient anatomy as the vein was larger than previously expected, so the lead was explanted and replaced. The patient's condition remained stable throughout the procedure.